Event description:
During a lower anterior resection procedure, the anastomosis created by the cs29 stapler was found to have a leak. A suture was subsequently used to close the defect. The patient's health was not adversely affected by the malfunction.

Manufacturer narrative:
Staples were re-loaded into the returned cs29. The cs29 was not damaged in any way. The stapler was then fired into test media, resulting in complete cut and proper staple formation. The root cause of the observed event could not be determined. Labeling was discarded; lot number, date of manufacture, and expiration date are unknown.